Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 30 in the mouth, a failure occurred upon insertion. Clinician reports an infection, mobility and insufficient bone quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the implant was placed in (B)(6) site 30 in the mouth, a failure occurred upon insertion. Clinician reports an infection, mobility and insufficient bone quantity. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)